Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual sample was obtained together with non-terumo pen injector device. When closely verify the actual sample, a needle goes under skin, was found to be snapped and accumulation of white substance was also observed at the damage. As a result of analyzing the found substance by infrared absorption spectrum*, the substance was found as infilled agent from disposable pen injector needle. No other substance was found except agent. *infrared absorption spectrum: this is an effective method of analysis that is enable to verify the structure of organic compounds for identification of composite material surface. The found substance was removed from needle tip and we closely checked the damage. The needle was clearly being snapped and the body was slightly bent near the hub. Based on the physical condition of the obtained sample, it is likely the needle was damaged by excess stress with a twisting motion. A review of the manufacturer inspection record for the past 5 years revealed no defective properties to degrade functionality of the needle; such as contamination of the needle by foreign particles or any scratches/bends inspected during production, were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle. In case the needle broke of fad remains in the body, please contact immediately a doctor". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user reported when they on themselves set the needle and then removed the protective cap, a foreign particle was found at the needle tip. The product was suspended of use and was exchanged to a new one. Forteo® and teriparatide (drug for treatment of osteoporosis) was used.